Event description:
A male patient presenting with a full thickness burn on his right submentum following Quantum 10 treatment.

Manufacturer narrative:
27-July-2026: Follow-up report is submitted with corrections and additional information. Device details were corrected in the fields:D1. D4. Additional information: The clinic did not provide the completed clinical form. The clinic declined service inspection for the device and the offered retraining. The treatment provider disclosed they intentionally treated this patient with excessive energy, which, combined with incorrect technique led to the burn. No updated information on patient's recovery could be obtained since the clinic became non-responsive.

Manufacturer narrative:
THE CLINIC DID NOT PROVIDE THE COMPLETED CLINICAL FORM. HOWEVER, THE CLINIC DECLINED SERVICE INSPECTION FOR THE DEVICE AND DISCLOSED THEY INTENTIONALLY TREATED THIS PATIENT WITH EXCESSIVE ENERGY, WHICH, COMBINED WITH INCORRECT TECHNIQUE LED TO THE BURN. A RETRAINING HAS BEEN SCHEDULED FOR THE CLINIC AND INMODE IS MONITORING PATIENT'S RECOVERY.

Event description:
A MALE PATIENT PRESENTING WITH A FULL THICKNESS BURN ON HIS RIGHT SUBMENTUM FOLLOWING QUANTUM 10 TREATMENT.